Event description:
When a patient cable was attached to the monitor and the device switched to lead ii, the patient ECG appeared to be pulseless electrical activity (pea), which was said to be 180 degrees different that previous viewed in paddles lead. The pea then observed was said to be consistent with clinical observation. The reporter stated, as a result in the discrepancy, the patient was "being treated with incorrect protocol".

Manufacturer narrative:
An evaluation by physio-control observed intermittent failure of equipment paddles lead monitoring function. This was determined to result from a physically discrepant contact on the monitor slide connector harness assembly, w12. The assembly was replaced, and after additional unrelated repairs were completed, the equipment was returned to the facility for use.